Event description:
The following events were noted through a periodic article review. A study was conducted to evaluate the outcomes of superficial femoral artery (sfa) angioplasty and stenting in total pts. A total of 109 limbs underwent stenting of chronic femoropopliteal occlusive disease. Lesions were preferentially treated with angioplasty and selective stenting. Reportedly, complications occurred in some pts in less than or equal to 30 days: 10 early thrombosis, 5 perforations treated by endovascular methods, 2 pseudoaneurysms, 2 hematomas, 2 distal embolizations, 2 deep venous thrombosis, 1 infection (consisting of a peri-stent abcess that was drained percutaneously and resolved) and 1 acute renal failure. It was also observed that some pts developed stent occlusion at a mean of 5.2 months after implantation, some pts underwent endovascular reintervention: some re-occluded, 1 required amputation, 2 developed restenosis and 2 required no further revisions. Ultimately, some pts remained patent at the last f/u at 15.8 months. Additionally, some pts developed in-stent restenosis at a mean of 9.9 months after implantation. In contrast, pts reinterventions for in-stent stenosis remained patent. When these 33 occlusions and restenosis cases were diagnosed, some pts presented symptoms of grade ii acute ischemia (pain with or without neurological impairment) and the rest presented recurrence of their original symptoms. Furthermore, a total of some pts ultimately required amputation only 1 underwent open bypass prior to amputation. The article does not correlate the reported pt outcomes to a specific stent (brand/MFR) and no device malfunctions were described during the procedure. The interventions were performed in two hospitals.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot number was not provided; therefore, a device history record review could not be performed. Per the xpert instructions for use (IFU), this device is intended for palliation of malignant strictures in the biliary tree. Attachment: daniel m ihnat, md, et. Al; "contemporary outcomes after superficial femoral artery angioplasty and stenting: the influence of tasc classification and runoff score". J vasc surg 2008;47:967-74.